Manufacturer narrative:
This is the same event as 3010536692-2016-00605. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: aseptic failure of the left tha, persistent and ongoing left hip pain, radiographically and clinically evidence of acetabular lucency. During revision surgery the acetabulum appeared to be loose with only fibrous ingrowth. (Left)